Manufacturer narrative:
Follow-up #1 date of submission 09/04/2015-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the no-power complaint could not be duplicated with investigation. Review of the pump¿s black box revealed related rebooting events. A battery compartment crack was observed. Moisture was observed within the battery compartment. A battery cap was not returned with the pump; a test cap was able to secure properly to the pump. Leak testing revealed a battery compartment leak. The pump powered on. Moisture was observed on the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a no power (damage-battery compartment with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.